Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the connector end of the centrifugal drive motor had exposed wires. The device was used for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.